Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 30mm amplatzer patent foramen ovale (pfo) occluder was selected for an implant on (B)(6) 2021. The left atrium disc expanded and expanded during the implantation process. Device was replaced with a 25mm amplatzer pfo occluder that was implanted successfully. Patient the remained hemodynamically stable throughout the procedure. There is no clinically significant delay in procedure and no adverse patient effects and no additional information was provided.

Manufacturer narrative:
An event of left atrium disc expanded during implantation was reported. Two photos were received from the field, which roughly appeared to show both discs deformed bulbously. However, the investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.